Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No ramping of number or scroll bar moving on its own noted during testing. The device had cracked case at the display window, minor scratches on the lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.(B)(4)

Event description:
Customer reported via phone call, the insulin pump kept scrolling if the arrow buttons were pressed.. Customer's blood glucose was 151 mg/dl. Customer didn't recall any significant event which may have caused the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.